Manufacturer narrative:
Date of event - estimated since unknown. Implant date - estimated since unknown. (B)(6). Literature citation: xie x, chen z, luo y, li x, zhou j, yu j, yang b. Severe coronary artery spasm during left atrial appendage closure plus catheter ablation for atrial fibrillation: case presentation. Bmc cardiovasc disord. 2022 feb 11;22(1):38. Doi: 10.1186/s12872-022-02483-2. Pmid: (B)(4); pmcid: (B)(4).

Event description:
It was reported via literature that hypotension, bradycardia, and st segment elevation and depression occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. Upon evaluating the release criteria and before releasing the closure device, the patient's blood pressure fell to 70/45 mmhg with a heart rate drop and st segment elevation and reciprocal st segment depression. An isotonic chloride load was administered in response. Transesophageal echocardiography (tee) ruled out cardiac tamponade. Three minutes later, the blood pressure and heart rate raised and the st segment returned to normal. The patient was stable after 30 minutes, and the closure device was successfully implanted in the laa. Radiofrequency catheter ablation (rfca) was performed following the release of the closure device. When isolating the right pulmonary veins with rfca, the blood pressure and heart rate dropped again with st segment elevation in the inferior leads. The patient developed spontaneous ventricular tachycardia and ventricular fibrillation. Defibrillation was performed successfully. Coronary angiography showed total occlusion of the right coronary artery. No air bubbles were noted in angiography and no thrombus was found in aspiration. Following repeated intracoronary injection of nitroglycerin, the obstruction resolved. The patient recovered following the procedure without any neurological deficit.